Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Once the device was able to power up, the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental, vibration and functional testing without duplicating the report. The device was recertified and returned to the customer. It's important to mention a loose screw was found inside the device. We did not observe any evidence or damage consistent with the customers report. No trend is associated with reports of this type.